Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connection port was broken. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the device case was broken and the signal connection was fractured. As a result the case, high rate cover, keypad and connector were replaced. The device then passed functional testing. If information is provided in the future, a supplemental report will be issued.